Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits mild burned detritus; the glass cap exhibits mild devitrification; there is some white unknown substance noted inside the fiber cap tip; the heat shrink tube is melted at the open end; the bevel section is melted. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors encountered during the procedure; cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip burnt out (was damaged) at 18,272 joules of use. The procedure was completed using a second surgical fiber. Outcome: "no injury to the patient".